Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post a port placement via the right internal jugular vein, the catheter was allegedly confirmed to be torn on radiographs. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that approximately five years post a port placement via the right internal jugular vein, the catheter was allegedly confirmed to be torn on radiographs. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. The catheter returned measured approximately 19.5cm in length. The proximal catheter segment was not returned. Therefore, the investigation is inconclusive for the reported catheter fracture issue as the complete catheter was not returned for evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.